Manufacturer narrative:
Additional information: b5, h6

Event description:
Additional information was received indicating that pocket erosion of the device occured.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an infection noted on the pocket. The device was explanted and replaced to resolve the event and the patient was eventually in stable condition.